Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. No over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, dog chew marks on the case and keypad, peeling keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses listed on the event date 13-feb-2023 in the pump history file. 02/13/2023 02:12:00.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 20 bolusamountdelivered = 20 02/13/2023 04:27:34.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 14 bolusamountdelivered = 14 02/13/2023 06:51:24.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 18 bolusamountdelivered = 18 02/13/2023 09:17:06.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 20 bolusamountdelivered = 20 as per mark freger ¿ r&d engineer: the user did not use cgm thus, the delivery was not controlled by the smartguard. Also, the user did not use the linked bg meter and was entering bg reading manually. Specifically, at 3am and at 4am pump delivered insulin in the rate of 0.1u/hr. As per dailytotals, during period of time from 2/13/2023 to 2/23/2023 every day pump delivered ~ 30 u of basal insulin. Also, the user programmed and commanded to deliver boluses earlier morning. Conclusion: I did not find the evidence of pump malfunctioning related to insulin delivery. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. 02/11/2023 22:07:00.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 02/11/2023 22:20:32.000 alarmalertnotification faultnumber = no delivery (7) - during basal 02/11/2023 22:27:32.000 alarmalertnotification faultnumber = no delivery (7) - during bolus there were no unexpected pump errors/alarms noted 1 week prior to the event date 13-feb-2023 in the formatted history file. The motor was tested outside of the device on the ngp stb3 and passed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Exposure to magnetic field or MRI not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 55mg/dl at the time of the event. The customer was treated with the insulin pump (subcutaneous insulin infusion) and manual injection/insulin pen. Troubleshooting was performed and found that the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the auto mode feature was active at the time of the event or not. Customer reported pump is over delivering and pump was exposed to a strong magnet. No further patient complications were reported. It was unknown whether the customer will discontinue the use of the insulin pump and will be returned for analysis.